Event description:
According to the information received, a flickering issue was observed during use. The customer has confirmed that this was reported in error and that no patient incident occurred. There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the product has not been returned, a final determination of the root cause is not possible. The provided video showed a flickering under one second duration. Such artefacts may have various reasons - from not plugged in correct, damaged signal transmission up to disturbances caused by other devices, as well as a manufacturing defect or a defect caused by the user by breaking the articulation. Therefore it is not possible determine the root cause for the artefact without investigating the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).